Event description:
(B)(4). Same patient as MDR #2134265-2012-07954. It was reported that during a stenting treatment, a deployment issue occurred. In (B)(6) 2012, the patient experienced syncopal episodes and dizziness, and experienced shock. The patient was subsequently referred for cardiac catheterization. The 95% stenosed, 20mm x 3.0mm, target lesion was an in-stent restenotic lesion located in a previously placed 2.75 x 8 mm promus drug eluting stent in the distal or mid left anterior descending artery (lad). The target lesion was treated with direct stent placement using a 2.50 x 24 mm ion coa stent. Following placement of the ion coa stent, the stent did not appear to be completely deployed and balloon dilatation was performed. As there was still an area of restenosis, an ivus catheter was placed distal to the stents and pulled back to achieve excellent apposition. Following post dilatation, residual stenosis was 0%. Three days later, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that after placement of the ion coa stent, a 3.0 x 12mm nc apex balloon was inflated both distally and proximally. The stent appeared to be waisted so a 3.25 x 12mm nc apex balloon was also inflated.

Manufacturer narrative:
(B)(4).